Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, it was determined that the main drawer 2.1 row d failed due to the network issue. A field service engineer (fse) remotely assisted the customer with troubleshooting the network and guided the customer in contacting their it department to begin investigating issues related to the local network, including the firewall, building infrastructure, and cables. The fse received confirmation from the customer that the network was restored, and the station came back online successfully. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced an issue in which main drawer 2.1, specifically row d, failed entirely and required maintenance. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.